Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded a mid09 (air trap assembly) error message on (B)(6) 2017, confirming the reported event. The thermogard console is a reusable device and was manufactured on 01 dec 2011. It has exceeded its expected serviceable life of five years. Consistent with the customer reported event stating that the console was left out to dry for 10 days after observing leak on the suk, it was indicated that the fluid / moisture residue on the airtrap sensor will likely cause the console to not able to detect the start-up kit (suk) airtrap and display a mid09 error message. The issue was resolved after the airtrap sensor was cleaned and dried. The console was functionally tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The user reportedly observed leak on the thermogard console (sn (B)(4))'s start-up kit (suk) airtrap. The user was unable to specify if the console displayed an alarm or error message. Following this, the user left the console to dry out. After 10 days, the user powered the console on; however, the console was unable to detect the airtrap. The issue occurred during set-up and did not involve a patient.